Manufacturer narrative:
The complainant reported that the compressor was damaged while performing implant compression during surgery. There were no reported patient complications. A visual assessment of the compressor showed an instrument with repeated use, as identified by surface scratches and worn laser markings. The distal end of the compressor right handle (sub-assembly component) was broken at the pivot point that connects the right and left handle of the instrument. The left and right handles of the instrument were not in alignment with one another. There were deep rotational scratches on the recessed portion of both handles surrounding the compressor center pin, which suggests that the clearance between the handles was too tight or that the handles were not in alignment with one another. A functionality assessment could not be performed, due to the damage. A DHR review was performed the instrument met all required specifications prior to being released to distributable inventory on 11/21/2011. A compressor could be damaged if the two handles of the instrument were twisted out of alignment, or by application of excessive force when compressing implants. If the handles of the instrument are twisted out of alignment, it may create friction and resistance that compromises the material integrity of the handles and could contribute to the handle breaking. Axle implants are compressed against the spinous process, driving the spikes of the implant into the patient bone. If the implants are compressed against the spinous process more than required for the spikes to fully engage patient bone, it may transfer applied force to the pivot point of the compressor. The location of the center pin is in an area where both left and right handles of the instrument have minimal material with stress risers present. Application of excessive compressing force to the instrument may result in one of the handles breaking.

Event description:
The complainant reported that the compressor was damaged while performing implant compression during surgery. There were no reported patient complications.